Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on (B)(6) 2011, a call was rec'd from the pt's mother, reporting that her daughter's speech processor was cracked and the other had a bad microphone. She ask for a replacement. Two replacement speech processors were sent to the pt and rec'd on february 05. A further call was rec'd on (B)(6) 2011, from the pt's audiologist that she was with the pt and that during testing it was seen that the device had malfunctioned.